Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The physician suspected the device has tilted in the pocket. As a result, surgical intervention was taken on (B)(6) 2016 wherein the ipg was relocated which resolved the issue.